Event description:
Complaint narrative: the site's maintenance technician reported that the leds and the buttons on the patient station (pas) were not activating. Complaint troubleshooting: amplion support coordinated troubleshooting with the site maintenance technician remotely. The site representative was asked to press the buttons on the pas. The stat assist, code blue and bed status buttons were pressed. The smart room controller (src) is an embedded computer-based device in the patient room that controls nurse call devices in the room. Src logs did not reflect any activity from the pas related to the button presses. Amplion support restarted the software for the device and the pas was successfully recognized by the system. The site representative was asked to press the buttons once again on the pas. The stat assist, code blue and bed status were each pressed. Again, src logs did not reflect any activity from the pas related to the button presses. Complaint resolution: amplion support suspected keypad failure and requested replacement of the pas. The site representative replaced the pas. Testing of the replacement device verified illuminated leds and full functionality of the stat assist, code blue and bed status buttons on the pas. Failure analysis: the returned pas was submitted to failure analysis (fa) testing and failed. Fa testing indicated corrosion of the flat flexible cable (ffc) traces. Damage to the traces of the ffc can cause loss of functionality to one or more keypad buttons or leds. This damage is often caused by improper cleaning practices, resulting in liquids/cleaning agents getting under the device's keypad overlay.